Event description:
It was reported that during a low anterior resection, the anvil would not click onto the trocar. The surgeon reported that the anvil would not fully click into the trocar for the 29 stapler. A second device, the 25 stapler, had been opened and the surgeon reported that initially it did not click either, but the second attempt fully attached the anvil to the trocar. The patient was still on the table at the time of the call. Procedure will be completed.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the anvil was attached to the trocar without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.